Manufacturer narrative:
The device referenced in this report was returned to olympus and is pending evaluation. As part of our investigation into this report, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices and to provide reprocessing in-service if necessary. The exact cause of the reported event canot be conclusively determined at this time. If additional and significant information becomes available at a later time this report will be supplemented.

Event description:
Olympus was informed that the device cultures tested positive for klebsiella oxytoca, chryseobacterium, and candida albicans after it has been reprocessed in a non-olympus automated endoscope reprocessor (aer). There was no patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device in this report was sent to an independent laboratory for microbiology testing. The device tested positive for the following organisms: enterococcus casseliflavus, enterococcus gallnarum, enterococcus faecalis, enterobacter species, citrobacter, and klebsiella pnuemoniae. The device was then returned to olympus for evaluation. A leak test was performed and the device passed leakage testing. A visual inspection of the device found the bending section rubber glue cracked. The adhesive around the nozzle and the distal end cover showed signs of cracks and gaps. In addition, the light guide lens was inspected under a microscope and noted yellowish stains and missing adhesive. There were also cracks and scratches noted on the objective lens. A borescope was used to inspect the biopsy channel and suction channel of the device. There were brown stains noted inside the biopsy channel. There was also a greenish stain at the biopsy port channel entrance. In addition, the suction channel has similar stains at various locations. Both biopsy and suction channels were found with interior signs of damage similar to scrapes. Based on the device evaluation findings, the most likely cause of the reported event could be attributed to user handling. The device was purchased on 05/16/2008 and was last serviced by olympus on 02/12/2013. The device was serviced and returned to the facility. The instruction manual contains several warning statements in an effort to prevent severe equipment damage and compromise patient safety. "Before each case, prepare and inspect this instrument. Inspect other equipment used with this instrument as instructed in their respective instruction manuals. Never use the endoscope on a patient if an abnormality is suspected. Should the slightest irregularity be suspected, do not use this instrument. Damage or irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage."

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the site visit conducted by an olympus endoscopy support specialist (ess) . The ess visited the facility on 02/16/2016 to observe their reprocessing practices. The ess noted that during pre-cleaning the elevator wire channel was not flushed with water. The ess reported that the device was being reprocessed in a medivator automated endoscope reprocessor using rapicide disinfectant solution. In addition, the ess demonstrated manual cleaning and precleaning steps for the tjf-160vf with the reprocessing staff. The tjf-160vf reprocessing instruction manual gives several warnings regarding elevator wire: "fill and attach the 5 ml syringe to the luer port of the washing tube and slowly flush the elevator wire channel with 15 ml of the water. Confirm that no air bubbles exit the distal end during the three flush. If air bubbles still exit, flush the channel with the water until no air bubbles exit. Some endoscope reprocessors are not designed to reprocess an elevator wire channel. When using one of these endoscope reprocessors, the elevator wire channel must be reprocessed manually. All channels of the endoscope, including the elevator wire channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators."